Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2019).

Event description:
It was reported that some time post the port placement, the catheter was allegedly fractured. It was further reported that the distal catheter segment and the port body were removed. There was no reported patient injury.